Event description:
It was reported that an ilet insulin pump displayed repeated restart alerts and subsequently a motor stall, resulting in failure to infuse insulin; the user observed air bubbles in the tubing and was unable to complete a piston rewind despite multiple restarts, with the screen usable and no injuries, and the device component implicated was the motor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a failure to infuse associated with the pump motor. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.